Event description:
This case was reported by a consumer and described the occurrence of deafness in right ear in a (B)(6) female pt who rec'd super poligrip extra care with poliseal ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medication included super poligrip extra care with poliseal free. On an unk date, the pt started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced balance difficulty, inability to walk, throwing up and deafness in right ear. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events of balance difficulty, inability to walk and throwing up resolved. The event of deafness in right ear was unresolved.

Manufacturer narrative:
Super poligrip extra care with poliseal is manufactured in (B)(4). It was unk if the product would be returned for quality assurance testing. (B)(4).